Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed. This and similar events are monitored and trended via quality data review.

Event description:
It was reported that the cardiomems implant procedure was abandoned due to discovery of a thrombus in the left pulmonary artery. The physician confirmed the patient has a history of thrombosis and the thrombus was present prior to procedure. The event occurred prior to insertion of the cardiomems device. No additional implant attempt is planned.